Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. An examination of the stent suture and crochet identified no issues. During the product analysis, the investigator was able to fully deploy the remainder of the stent. Catheter bowing was observed during deployment. A visual and tactile examination of the catheter found that the shaft was kinked at various locations along its length. These kinks were consistent with excessive force having been applied to the shaft. An examination of the catheter skive found no issues. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015, that an ultraflex tracheobronchial stent was used in the upper left bronchus during a bronchoscopy with placement of airway stent procedure performed on (B)(6) 2015. Reportedly, the lesion was dilated prior to stent placement. According to the complainant, during the procedure, deployment was started but the string got caught up. Resistance was felt by the physician, so the device was removed from the patient partially deployed on the delivery system. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at conclusion of procedure was reported to fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015, that an ultraflex tracheobronchial stent was used in the upper left bronchus during a bronchoscopy with placement of airway stent procedure performed on (B)(6) 2015. Reportedly, the lesion was dilated prior to stent placement. According to the complainant, during the procedure, deployment was started but the string got caught up. Resistance was felt by the physician, so the device was removed from the patient partially deployed on the delivery system. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at conclusion of procedure was reported to fine.